Event description:
A copy of uf report was received which stated: surgeon placed trach initially in 2009. Four days later, surgeon was called emergently to bedside in ICU for trach change due to trach tube device head breakage and separation preventing the inner cannula from staying connected. Surgery staff did not save original box, but did have lot# and exp date. The following month, attempts were made to contact the reporter for further info. Eleven days later, the reporter called and stated she did not have any other info regarding the event to report at that time.

Manufacturer narrative:
A copy of uf report is attached to this report for reference.